Manufacturer narrative:
(B)(4). The insulin pump p-cap reservoir locked properly in place and passed displacement test. Insulin pump received with corroded battery tube, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack in the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.